Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing of retains of lot t10513n. No issues with tni recovery were observed. Manufacturing batch records for lot t10513n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported correlation issues between triage tni and vitros eci during their correlation study. Data below (reported as eci / triage): (B)(6) 2019 @ 1447: 1.040 / 0.34, (B)(6) 2019 @ 0944: 0.133 / <0.05, (B)(6) 2019 @ 1900: 0.209 / 0.05, (B)(6) 2019 @ 0612: 0.128 / <0.05, (B)(6) 2019 @ 0710: 0.374 / 0.16. Customer stated triage is used as backup method to vitros. Sites eci tni cut-off: 0.035 - 0.120ng/ml borderline. >0.120 critical. Sites triage tni cut-off: 0.40ng/ml. Although requested, no patient information has been provided.